Event description:
Patient result on the suspect device was 8.0 inr. Lab inr was 4.7. No treatment. Controls were in range. The device was replaced and requested to be returned for evaluation.

Event description:
Patient result on the suspect device was 8.0 inr. Lab inr was 4.7. No treatment. Controls were in range. The device was replaced and requested to be returned for evaluation.